Manufacturer narrative:
Concomitant medical products: 1258t lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma and evacuation was performed with open wound. The patient then developed a fever and began antibiotics with positive blood cultures. An echocardiogram showed vegetation on the lead and it was decided to remove the cardiac resynchronization therapy pacemaker (crt-p) system. No further patient complications have been reported as a result of this event.